Manufacturer narrative:
Has been updated with the correct lot #.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.

Event description:
A (B)(6) customer reported that on (B)(6) 2019, she was feeling dizzy and tired and so she decided to go to the hospital. The customer obtained blood glucose readings of 283 mg/dl with the contour next one meter and 99 mg/dl with the hospital's meter. Immediately after the comparison, the customer was given insulin and extra glucose, as the physician diagnosed that the customer was hypoglycemic. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.